Event description:
It was reported that the helix did not extend. It was also reported that the helix mechanism had no function. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected alert date. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported that the helix did not extend. It was also reported that the helix mechanism had no function. The lead was not used. No patient complications were reported as a result of this event, and the patient's status was reported as "ok".